Event description:
Additional information received reports that the patient is unable to entire MRI mode due to the high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead has high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.